Event description:
It was reported that the patient requested a replacement belt clip and reported a cracked screen on the ilet, and the plan was to replace the device and provide return instructions. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included a review of the complaint, confirmation of replacement logistics, and user education on device shutdown, data handling, and continued cgm use. Investigation of this case revealed a damaged display component consistent with screen breakage, with no reports of alarms or functional failure. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to handling or wear.